Event description:
During complaint investigation it was discovered the lancet does not retract. Technical support requested the return of the suspect product and replacement product was shipped. The system is the softclix, lot not provided.

Manufacturer narrative:
The suspect product is the softclix lancet.